Event description:
A physician reported a pt who was originally skin tested on 22 october 1998 with negative results. On 24 november 1998, the pt was treated in the chin. The pt was not seen again until 12 april 1999, when she presented with three 5 mm lumps on the right side of the chin and swelling on the left side of the chin. (The onset was date not known). The physician diagnosed delayed hypersensitivity and prescribed oral prednisone and dicloxacillin.